Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the stat 1 mode while being interrogated. Cpi was unable to determine the cause of the parameter reset.